Event description:
Customer states interconnect cable needs replacement. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the interconnect cable as requested per customer. Verified system operates as intended.